Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument blade head broke. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage described above became detached from the instrument during a surgical procedure. There was a surgical video, however, it cannot be provided. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have broken blade at the base of the blade. A piece measuring approximately 11 mm long was found to be broken off, confirming that a fragment detached from the instrument. The broken piece of the blade was returned. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.